Event description:
Xrays and additional images reported a yukon oct spinal system polyaxial screw; size ø3.5x32 mm main body fracture post-operatively. Revision surgery has occurred.

Manufacturer narrative:
Corrected data: d.4. Lot number has been corrected from 3526/hfnx to hfnx. Visual inspection: it was observed that the screw was fractured immediately below the ball feature of the screw shank. Upon review of x-rays, it was observed that the distal shank remained in the vertebral body, and the proximal screw housing was still attached to the rod. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. Per surgical technique: postoperative. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. Periodic x-rays for at least the first year postoperatively are recommended for close comparison with postoperative conditions to detect any evidence of changes in position, nonunion, loosening, and bending or cracking of components. With evidence of these conditions, patients should be closely observed, the possibilities of further deterioration evaluated, and the benefits of reduced activity and/or early revision considered. The implant was returned, visually and microscopically inspected. It is likely that non-union, coupled with unanticipated loading, contributed to the failure. According to the rep, fusion was not achieved. Per the yukon oct surgical technique, these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Post-operative patient activities may have introduced unanticipated loading within the construct, resulting in screw pullout. Dynamic movement from rod slippage may have also contributed to the failure.

Event description:
Xrays and additional images reported a yukon oct spinal system polyaxial screw main body fracture post-operatively. Revision surgery has occurred.